Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: synream flexshaft broke off during a procedure.

Manufacturer narrative:
(B)(4): the raw material and device history records were reviewed and met specification. We can not give the exact cause of this complaint with the information given. It is possible to have had an unintentional bending moment. The characteristic of the breakage shows impeccable material quality. No product fault could be detected. (B)(4): placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.